Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06358.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 23 mm sapien 3 ultra resilia (s3ur), the delivery system became stuck in the sheath, the seam of the sheath tore from the tip, and pierced a vessel wall, conversion to laparotomy ensued, and the patient expired from a hemorrhage of the abdominal aorta the following day. Regarding the access vessel, the degree of calcification was moderate, tortuosity was moderate-severe, and the minimum luminal diameter (mld) was 5.5 mm. There was concern regarding tortuosity on the abdominal aorta (aa). During device preparation, no abnormalities were observed. A 14fr esheath+ (esp) was inserted from the right femoral artery (rt-fa) via a puncture without difficulties. Although the tip of the esp had approached the tortuosity on the aa, balloon aortic valvuloplasty (bav) was performed also without problems. A commander delivery system (ds) could be passed through the esp smoothly, but after s3ur valve part of the ds was passed through the esp, the ds would not advance. The doctor believed the valve to be stuck at the calcification on the tortuosity of the aa and advanced the ds to the descending aorta by using a pta balloon and the flex function of the ds. After that, the ds would not advance any further, possibly due to tortuosity of the aa. When the doctor tried to advance the device by moving back and forth, the seam of the esp was torn from the tip somewhat, and the tip of the esp pierced the vessel wall. Since decreased blood pressure was observed, conversion to laparotomy was decided. Since it was difficult to explant the s3ur, the valve was deployed on the aa, and a stent was placed to cover the valve and the damaged part of the vessel. However, since the damaged part of the vessel could not be fully covered by the stent, replacement with a y-graft was performed. The patient returned to the ICU with 80mmhg of systolic blood pressure. The next day, the patient expired due to hemorrhage from near the damaged part of the aa.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, d9, h2, and h3 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. Additional information has been provided in h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Pre-decontamination, the sheath was returned separately. The sheath tip opened as designed. There was curvature on the sheath shaft. The sheath liner was torn. The c marker band was present. There was a serrated edge along the sheath shaft at the location of the liner tear. There were scratches an inch from the distal tip. Under a microscope, numerous scratches on the sheath shaft were observed near the distal tip and there was damage on the soft tip. All measurements were found to be within specification during dimensional inspection. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided but no information was found to be relevant to the investigation. A technical summary that applies to this complaint event establishes, through extensive complaint investigations, that sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. In this case, the sheath liner tear, leading to vessel perforation and ultimately death was confirmed, based on visual examination of the returned device. The available information suggests ( patient factors (calcification, tortuosity) likely contributed to the event as it was reported, 'the degree of calcification was moderate, tortuosity was moderate-severe.' Additionally, scratches and curvature were noted on the returned device, which could be indicative of calcified and tortuous vessels, respectively. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.